Event description:
It was reported when using the bd pyxis medstation es system orders were not crossing.the customer added that this malfunction caused a delay in dispensing medication to patient.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the site was in the middle of upgrade to 1.8. The technical support specialist confirmed that the customer was able to do a re-sync and resolved the issue. The system functioned as intended after the technical support specialist investigated the device.